Event description:
The report stated that following a t and a procedure while wheeling the pt back to recovery, a white line on left cheek was noticed which then began to blister. It was believed to be a burn. All disposables had been thrown out by that time. The white line where blisters appeared went from mid-cheek to corner of mouth. It was treated with silvadene. The pt has been released and appears to be fine with no further surgery/treatment expected. A metal mouth gag was used but no other instruments, tapes or other contacts were on the face. The generator was set at 50w - spray.

Manufacturer narrative:
The generator has been received and is under eval. When the investigation is completed, a follow-up report will be sent.